Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: unit will not power on c45 is bad.

Event description:
Screen went blank on the joystick while the consumer was driving. The chair shut down and would not come back on. The customer was stranded.